Event description:
Procedure: radical prostatectomy. According to the reporter: stapler would not open after staples had been fired. Surgeon had to dissect around rectum and remove more tissue than needed because the stapler wouldn't open. No reinforcement material was used.

Manufacturer narrative:
(B)(4).